Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample caps and sample racks of the unicel dxc 600i synchron access clinical system were wet after going through the piercer. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned a clogged waste line for the cap piercer and replaced the reagent probe a level sense bead. The fse performed all calibrations and tested quality control (qc). The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).